Event description:
The customer stated that the acuity pt monitoring system froze up. This resulted in a temporary loss of centralized pt monitoring. The customer did not provide any pt info.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6), 2010. During the same surgery the patient was reimplanted with another device. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced an intermittent connection to the internal device. Explant and reimplantation are planned but had not taken place at the time of this report, (B)(6) 2010.